Manufacturer narrative:
H4: the lot was produced on december 2022. H10: the actual devices were discarded; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional gravity and leak under water testing were performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000mm syringe extension sets had an air bubble/gap in the line. This air bubble came from the removal of pressure from the line when changing syringes during the administration of medications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.